Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 85314101, and the expiration date is 31-oct-2025. A field service engineer (fse) determined that the gear pump pressure was too low and adjusted it. The fse cleaned the reagent probes and sample probes. A small plastic piece came out of one of the reagent probes. The sample probe was replaced. A precision check and carry-over tests were conducted. The investigation determined that the service action resolved the issue; however, a direct root cause could not be determined. No further issues have been reported by the customer.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas 8000 cobas c 502 module. Patient 1's initial result was 117.7 umol/l, with a repeat result of 76.4 umol/l. Patient 2's initial result was 121.4 umol/l, with a repeat result from another module of 81.4 umol/l. Patient 3's initial result was 110.9 umol/l, with a repeat result from another module of 63.5 umol/l.